Manufacturer narrative:
Conclusions: (moderately angulated aortic neck). Other (secondary intervention required).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck of the aneurysm was 13 mm in length, had diameters ranging size from 26 to 32 mm, and was moderately angulated. There was no remarkable vessel calcification or thrombus. It was reported that during the implantation of the talent device, the stent graft slipped 3 cm distally. The physician elected to implant 2 additional proximal talent cuffs to correct for the lowered position of the bifurcated device, with successful results. No additional clinical sequelae were reported, and the pt is fine.